Event description:
It was reported to philips the device failed to deliver a shock, displaying a "no shock delivered" message. It was confirmed there was no harm to the involved patient.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device failed to deliver a shock, displaying a "no shock delivered" message. There was no report of patient harm.